Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for device check. Upon interrogation, the pulse generator exhibited noise. The device was reprogrammed. The patient would continue to be followed normally.